Event description:
The customer reported the cautery pencil inside a cardinal hand pack turned on immediately and would not turn off due to a broken switch. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. One used e2515h was received for evaluation. The returned sample met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The pencil was plugged into the 40k ohm test box and the device activated satisfactorily when the buttons were pressed. The switch activation force was within specifications. The device was plugged into the generator and continuity passed. The pencil was manipulated and flexed. The switch did not stick down or create a self-activation condition. The investigation found the device to function normally and within specifications. No failure mode was identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.